Event description:
A nurse reported that dull blades were observed during two cataract surgeries. There was no pt harm reported. Add'l info was requested. This is the first of two reports from this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).